Event description:
Possible underdelivery reported. The pump was infusing heparin 25,000u/250ml at 1200u/hr (12ml/hr). The pt's partial thromboplastin time levels reportedly kept declining despite increasing the pump infusion rate in response to the lab value. No info regarding amount of solution gone from intravenous container versus the expected delivered amount was available. The nurse felt that the heparin container might be subpotent so a new container of hepparin was hung. The old container was tested and the heparin content was reported to be correct as labeled. In further attempts to determine why the pt partial thromboplastin time continued to decline, the pump was discontinued and sent to biomedical engineering for accuracy testing. No add'l info was available.